Event description:
It was reported that in ccc, 30 minutes to an hour after the catheter was placed in the pt's right radial, the catheter started to "fail" lose pressure readings. The pt height was 72 inches. Diagnosis was acute respiratory distress, r/r chr. As a result, the catheter was removed and replaced with an ra-04020 catheter. A delay was reported, however, there was no harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned.